Event description:
(B)(6) states that he was in the grocery store and his chair took off and hit a woman in the ankle at the grocery store with his footplate. He gave her his phone number. (B)(6) states that the woman in the store alleges that she is going to sue invacare. (B)(6) states she was limping and he told the woman it was invacare¿s fault that the electronics do not work properly. (B)(6) states that when she lifted her pants she had a scratch.